Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain pelvic area (constant, severe)"), device expulsion ("expulsion of essure device"), genital haemorrhage ("blood clots / abnormal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), uterine haemorrhage ("uterine bleeding"), gestational diabetes ("gestational diabetes"), nephrolithiasis ("kidney stones/ staghom calculus") and bipolar I disorder ("bipolar 1 disorder") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (date of births: (B)(6) 1996, (B)(6) 1998, (B)(6) 2001, (B)(6) 2006.), umbilical hernia repair in 2006, partial nephrectomy, cyst removal in 2002, migraine, lumbar discectomy, myringotomy, ureteral stent insertion on (B)(6) 2014, lithotripsy on (B)(6) 2014, hand operation, shoulder operation and ankle fracture in 1998. Previously administered products included for an unreported indication: mortin. Past adverse reactions to the above products included hypersensitivity with mortin. Concurrent conditions included obesity, drug hypersensitivity, sinusitis, hydronephrosis, pelvic adhesions, douglas' pouch effusion, smoker, headache, cervicalgia, intervertebral disc displacement, proteinuria, xanthogranulomatous pyelonephritis and lumbosacral (joint) (ligament) sprain. Family history included diabetes mellitus (uncle), heart disease, unspecified (father), anemia of malignant disease (father), renal disease (mother), seizures (father , son), migraine (father, sister), cancer (sister) and cancer of lung (maternal grandmother- maternal grandfather). Concomitant products included magnesium hydroxide (milk of magnesia), omeprazole (prilosec) and pantoprazole (protonix) for gastrooesophageal reflux disease as well as amitriptyline hydrochloride (elavil), anesthetics, general (general anesthesia), axotal (fioricet), buspirone, butalbital, caffeine, cyclobenzaprine hydrochloride (flexeril), fluticasone, oxcarbazepine (trileptal), oxycocet (percocet) and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse) / vaginal area pain (during sexual intercourse, mild-severe)"). In 2012, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, 8 years 3 months after insertion of essure (ess205), the patient experienced endometriosis ("autoimmune disorder endometriosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), gestational diabetes (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), bipolar I disorder (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), chronic obstructive pulmonary disease ("chronic obstructive pulmonary disease"), gastrooesophageal reflux disease ("gastroesphageal reflux disease"), tachycardia ("tachychardia"), depression ("depression"), neck pain ("chronic neck pain"), back pain ("chronic back pain"), anaemia ("anemia"), migraine ("migraine"), asthma ("asthma") and anxiety ("anxiety"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)), surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)), surgery (ablation / dilation and curettage), surgery (ablation / dilation and curettage) and surgery (left nephrectomy, right lithotripsy, ureter stent placement and removal). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage and dyspareunia had resolved and the device expulsion, uterine haemorrhage, gestational diabetes, nephrolithiasis, bipolar I disorder, abdominal pain, dysmenorrhoea, endometriosis, chronic obstructive pulmonary disease, gastrooesophageal reflux disease, tachycardia, depression, neck pain, back pain, anaemia, migraine, asthma and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, asthma, back pain, bipolar I disorder, chronic obstructive pulmonary disease, depression, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, gastrooesophageal reflux disease, genital haemorrhage, gestational diabetes, menorrhagia, migraine, neck pain, nephrolithiasis, pelvic pain, tachycardia, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date of essure placement procedure: (B)(6) 2007, (B)(6) 2007 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. On (B)(6) 2013: surgical pathology report:gross description: the specimen consists of dark red soft tissue in aggregate weighing 1 gram and entirely submitted in one cassette. The specimen in aggregate measures 2.0 x 1. 7 x 0.3 cm. (B)(6) 2015: pelvic ultrasound:impression: somewhat heterogeneous uterus without focal myometrial mass lesion demonstrated. Nabothian cysts. Endometrial thickness 10.3 mm. Bilateral echogenic structures compatible with essure devices were seen . A 1 cm para ovarian simple cyst on the right, and 1.1 cm ovarian simple cyst on the left (B)(6) 2015: surgical pathology report: gross description the specimen is received ill formalin labelled with the patient's name and "uterus". The specimen consists of a uterus along with a detached fallopian tube and detached ovary said to bc from the right side and an intact left adnexa consisting of left ovary and attached left fallopian tube, with a suture. The uterus with attached cervix weighs 86 gm. The left adnexa weight; 11 gm. The right ovary weighs 8 gm. The uterus with attached cervix measures 8.:I x 5 x 4.5 cm. The cervical os has a somewhat fish mouth contour. The cervical canal measures about 1.8 cm in length. The endometrial cavity it scarred and reduced in size. The endometrial cavity measures approximately 2 x 0.3 cm. The endometri.al surface has a whitish scarred gross appearance. There is a metallic coil-like object noted within the endometrial cavity. There is another wire on the contralateral side. The myometrium has a typical thickness of about 1.8 cm. The right fallopian tube measures about 3.5 cm in length. There is d para tubal cyst. The right ovary measures about 3.5 x 2.5 x 1.7 cm. The left fallopian tube measures about 3.5 cm in length. There is a paratubal cyst noted. The fimbriated end has a villous appearance. There are dense fibrous adhesions between the left fallopian tube and the left ovary. The left ovary shows physiologic features with corpus luteum formation. Multiple representative sections are submitted with the following designations: block 1- anterior cervix; block 2-posterior cervix; block 3- anterior uterus; block 4-posterior uterus; block 5- posterior uterus; block 6-cervix; block 7-right fallopian tube; block 8, 9-right ovary; block 10, 11- left fallopian tube; block 12, 13-left ovary. Current weight: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records device expulsion, pelvic pain, menorrhagia, genital hemorrhage, abdominal pain, quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-feb-2018: medical record & pfs received. Events anemia, anxiety, asthma, back pain, bipolar disorder, chronic obstructive pulmonary disease, depression, device expulsion, dysmenorrhea, dyspareunia, endometriosis, gastroesophageal reflux disease, , gestational diabetes, menorrhagia, migraine, neck pain, nephrolithiasis, pelvic pain, tachycardia, and vulvovaginal pain are added. Lab data updated. Historical & concomitant condition are added. Historical & concomitant drug are added. Patient & reporter & product information updated. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("blood clots") and uterine haemorrhage ("uterine bleeding") in a female patient who received essure (ess205) for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), uterine haemorrhage (serious criterion medically significant) and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (essure device removal on (B)(6) 2015). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage and abdominal pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, uterine haemorrhage and abdominal pain to be related to essure (ess205). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. She also had uterine bleeding and blood clots (seen as genital haemorrhage). Plaintiff underwent a surgical removal of essure. The events are anticipated in the reference safety information for essure. During the essure therapy, pelvic pain may occur, abnormal genital bleeding and menses pattern changes may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention will be required. A non serious event was reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-dec-2016: ptc investigation result company causality comment: this spontaneous case report refers to a female plaintiff who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. She also had uterine bleeding and blood clots (seen as genital haemorrhage). Plaintiff underwent a surgical removal of essure. The events are anticipated in the reference safety information for essure. During the essure therapy, pelvic pain may occur, abnormal genital bleeding and menses pattern changes may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention will be required. A non serious event was reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.